Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was difficult to place. The physician removed the lead and observed that the helix was extended. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner tubing of the lead became extrinsically distorted due to kinking/buckling. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead has been stretched kinking the inner tubing which prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.